Event description:
The patient reportedly experienced sound quality issues. Programming changes were made to resolve device open electrodes. A CT scan was performed to due to suspected device electrode migration. It was reported that the patient has been scheduled for device repositioning surgery.